Event description:
It was reported that during a laparoscopic appendectomy procedure, the device was loaded with a white cartridge. When they were starting to put the device in the pt, the cartridge fell out of the device. Unk if the cartridge fell into the pt another device was used to complete the case with no pt consequence.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.